Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that there was an infusion set blockage at the site, which caused the patient blood glucose levels elevated to high. No further information available.